Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. Although requested, the patient information was not provided.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.